Event description:
During a rotational atherectomy treatment procedure, burr removal difficulties were encountered. The lesion being treated was an in-stent restenosis lesion located in the left main (lm) coronary artery. The physician began the intervention with a rotalink burr 1.5 mm burr. When he finished with this device, the physician exchanged the 1.5 mm burr with a rotalink 2.0 mm burr. When attempting to remove this burr, the device became hung up on the previous placed stent and required surgical intervention. Additional info has been requested regarding this event.